Event description:
The patient contacted animas alleging the pump delivered insulin doses that she did not program. She said it occurred at least twice and that she confirmed it in the pump history. The keypad was intact and functioned normally. She said that on (B)(6) at 6:46 pm 0.1 units of a 12.4 unit dose was delivered and at 6:49 pm 12.3 units of a 12.3 unit dose was delivered. The date and time were correct and the patient denied programming the doses.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box history showed two boluses were not delivered due to pump warnings: one was due to warning that the rf bolus timed out and the other was due to a warning that the amount of the bolus exceeded the insulin level in the pump. A 10 unit normal bolus and a 10 unit audio bolus were programmed and correctly showed in the pump history. A 10 unit bolus was programmed with the meter moved out of range and the pump alarmed appropriately. A 10 unit bolus was programmed with 5 units in the cartridge and the pump alarmed appropriately. The pump was exercised for 29 hours without any unprogrammed boluses occuring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.